Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned. Photograph provided shows that the device is fractured. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is confirmed via photograph provided. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - provisional bottom.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a tasp fractured when the surgeon was changing from a 10mm to 11mm poly trial in situ. There is no additional information available.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.